Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which revealed the tubing was separated from the male luer lock. Dimensional testing was performed and the components met specification. The reported condition was verified. The cause of the separated condition was identified as a low insertion of the tubing into the luer lock during automated assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink IV (intravenous) tubing set separated while in use on a patient which resulted in blood loss to the patient. It was reported that during an unspecified infusion, the IV tubing came apart above where the luer lock attachment locked onto the IV set. It was reported that the attachment was still in place, but the "tubing came off.¿ subsequently, the patient bled ¿a lot of blood into the bed¿. No further information was provided regarding the approximate amount of blood loss, whether medical intervention was required or regarding the patient¿s outcome. No additional information is available.